Event description:
It was reported that during a laparoscopic low anterior resection, the jaws did not open due to jamming before approaching at the 1st firing. The device did not clamp the patient¿s tissue. There was an unexpected resistance while firing and a breaking noise was heard. The device was not fired on something hard, but there was a possibility that there was torquing or twisting of the device. The device was not fired after this event. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: jaws unable to open_open after assisted. The analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining 7 clips were conforming according to our manufacturing specifications. A possible cause of malformed clip may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).